Event description:
It was reported that this implantable pacemaker received end of life (eol) battery status and premature battery depletion (pbd) was suspected. The patient was seen in the emergency department and no additional details were provided. Additional information has been requested on the status of the pacemaker. Additional information provided advised the pacemaker was explanted and replaced due to suspected pbd. The explanted device is expected to return for analysis. Outside of the revision, no adverse patient effects were reported. Additional information the status of the product return cannot be confirmed. If this device is returned, analysis will be performed.

Event description:
It was reported that this implantable pacemaker received end of life (eol) battery status and premature battery depletion (pbd) was suspected. The patient was seen in the emergency department and no additional details were provided. Additional information has been requested on the status of the pacemaker. Additional information provided advised the pacemaker was explanted and replaced due to suspected pbd. The explanted device is expected to return for analysis. Outside of the revision, no adverse patient effects were reported.